Event description:
It was reported that the patient with this implantable pacemaker indicated that his heart was not doing good and described it as severe mishap. Boston scientific technical services (ts) recommended following up with his clinic. This device remains in service. No adverse patient effects were reported.